Event description:
After pipetting plates on summit it was observed that low sample/low reagent levels were pipetted to wells a2 through a6. No error was generated by the summit. No death or serious injury was associated with this incident.